Event description:
It was reported that the patient experienced four infusion set leakage events over the previous two and a half weeks, up to (B)(6) 2026. The leakage was observed at the insertion site after the infusion set had been in use for approximately one and a half days. The patient replaced the infusion set, following which insulin delivery was successfully resumed.

Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.